Manufacturer narrative:
The carefusion failure analysis engineer evaluated the uim control pcba, installed onto a known good top level uim assembly and powered on. All areas of the touch screen are active and responsive and at no point did the screen activate on its own. It was only after attempting to change settings that I was able to find an anomaly to which when using the encoder no change was being made anywhere that the encoder can be used for. After a visual inspection of the pcba I found pins on encoder connector jr400 (p# 70316) physically damaged with leads #1 & #2 completely broken away and lead # 3 on the verge of separating. After de-soldering this connector and soldering on a known good connector the issue was corrected. Findings/root-cause: physically damaged leads on encoder connector.

Manufacturer narrative:
The customer evaluated the ventilator and determined that the user interface module needs to be replaced to fix the reported issue. Eval by the carefusion factory svc tech is anticipated but has not yet begun.

Event description:
The customer reported that the encoder on the user interface module stopped working properly. When trying to adjust the values it will max out and not allow any other input. At times when powered up it will go to defaults and not allow input for changes. No pt involvement.